Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg had flipped inward preventing the charger from coupling. The patient underwent a pocket revision procedure wherein the battery was anchored in place with suture and the charging puck was placed over the ipg wth a sterile bag to ensure coupling.